Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-17063. It was reported that the patient presented with an infection. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation and failure to capture. Programming changes were performed for the time being. Further information was requested however, was not provided. The patient was in stable condition.

Event description:
New information noted that there was no further intervention.